Manufacturer narrative:
Product analysis: analysis confirmed programmer issue would not power up all the way. Replaced power supply with salvage part. The card is damaged. Replaced card with salvage part. All salvage material has been inspected per applicable requirements. Lower display hinges worn out. Replaced lower display hinges. Fan is noisy. Replaced system fan. Reconfigured hard drive. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer will shut down shortly after turning it on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not stay powered on. The caller attempted to replace the power cord but the same issue persisted. The programmer is expected to be returned for service. There was no patient involvement.